Event description:
Caller reported a cartridge alarm issue, with blood glucose level displayed as "high"; specific value remains unknown. Correction bolus via pump was administered, and no assistance from a third party was required. Customer was assisted in loading a new cartridge correctly by technical support and successfully resumed insulin therapy, resolving the issue.